Event description:
Sliver ring that holds the pin on the wheel chair is sharp and is causing cuts to the daughter's legs. Also the screws on the foot rest are also sharp and comes out easily which causes scabs on her leg as well. Shoulder straps on the wheel chair does not stay in place. Slides out easily which makes it easy for her daughter to let her arm out of it. They don't hold well.